Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt at an office visit. The vns was disabled. The pt had fall trauma in (B) (6) 2009, and has a history of falls, but it is not certain if this contributed to the high lead impedance. Two sets of x-rays were reviewed by the manufacturer which did not identify any lead breaks; however, it does appear that the electrodes are not in alignment. In addition, the lead pin was fully inserted. A lead fracture is suspected. Vns lead revision surgery is planned for (B) (6) 2009.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.